Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5376n. The analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60g cartridge reload present. The returned reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Due to the condition of the device no functional test was performed however a dry fire was performed to test the functionality of the device and it achieved its complete 3-stroke firing sequence with difficulties. The device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. No conclusion could be reached as to what may have caused the firing shuttle to become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an open rectectomy procedure, the surgeon changed to ec60 with ecr60g to continue. However the ec60 with ecr60g could not fire. Another ec60 with ecr60g were used to complete the procedure." There were no adverse consequences for the patient reported.